Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens but the lens tore. The incision was enlarged to remove the lens but sutures were not required. Another lens was implanted. The reporter stated it was unknown as to why the lens tore.